Event description:
Two lesions were treated, one endeavor sprint rx drug eluting stent was implanted in the mid rca, and three endeavor sprint rx drug eluting stents were implanted in the mid lad. At the 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups the patient was asymptomatic/ free of symptoms. At the 2.5 year and 3 year follow ups the patients cardiac status was unstable angina. Approximately 2 years and 7 months post the index procedure the patient collapsed and suffered a stroke. Type of stroke is unknown. The investigator has indicated that it was not assessable if the event was related to the study stent. The patient was taking asa prior to the event. Ref MFR# 9612164-2011-01432, 9612164-2011-01433, 9612164-2011-01435

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stroke).

Event description:
Patient underwent CABG revascularization of the lad and 1st obtuse marginal approximately 35 months post index procedure. Bleeding occurred at the surgical site on the same day and was treated with a transfusion. Patient was not on dapt at the time of the event.